Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2012 the left ventricular lead exhibited increased thresholds and loss of capture in the tip to coil configuration during a device change out procedure. On (B)(6) 2014 an increase in capture thresholds was again noted. The device was reprogrammed.